Event description:
It was reported that during a cruciate ligament reconstruction surgery, the screw broke. No patient injury was reported.

Manufacturer narrative:
One sterile 7207674 7x25mm biosure ha screw was returned. Dimensional inspection verifies that this is a 7mm product. The complaint indicated: ¿during a cruciate ligament reconstruction surgery, the screw broke¿. It was indicated that all pieces were retrieved from the patient. There are multiple stress fractures which produced many fragments. Threads have been chewed up and have gouges. Due to these damages it cannot be confirm that all pieces were returned. Bone quality was listed as average. Complaint indicates that the prep method was a tap. Screw shows indications of pressure applied. The product has been shattered. This indicates excess torque was applied during insertion attempts. No root cause related to the manufacturing of this device was confirmed.